Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Sales rep informed that dall miles one-sided cable tensioner does not tighten the cable.

Manufacturer narrative:
An event regarding an alleged non-functional dall miles tensioner was reported. The event was confirmed. Method & results: device evaluation and results: the green finish on the outer shell showed scratches and was worn in various places. Turning the knob counterclockwise or clockwise had no effect on opening or closing the jaws. Component parts appeared undamaged and no material failure was noted. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: turning the knob counterclockwise or clockwise had no effect on opening or closing the jaws. Analysis by the material analysis team noted all component parts appeared undamaged; no material failure was noted. Although the material analysis team indicated component parts appeared undamaged, and turning the knob counterclockwise or clockwise had no effect on opening or closing the jaws, the root cause could not be determined.

Event description:
Sales rep informed that dall miles one-sided cable tensioner does not tighten the cable.